Event description:
It was reported that the patient experienced a return of symptoms. The hcp was unable to interrogate the pump for refill. No alarm was present. There were no sources of emi present. It was noted that the pump was likely at end of life as it was 8.5 years old. Per the reporter, they plan to replace the pump as soon as possible and begin oral baclofen. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).